Manufacturer narrative:
Clarification to h.6. Type of investigation code: the syringe was has been discarded. Additional, changed, and/or corrected data: b5, b6, b7, d4, g1, h6.

Event description:
Additionally, a healthcare professional reported injecting a patient in the marionette lines and prejowl sulcus with 1 syringe of juvéderm® voluma¿ xc. A month later, the patient was injected in the marionette lines and prejowl sulcus with 1 syringe of juvéderm® ultra plus xc. A month later, the patient was injected in the marionette lines and prejowl sulcus with 2 syringes of juvéderm® ultra xc. That day, the patient reported a ¿fever blister¿ inside their nostril and was treated that day with valtrex t gm tt onset then bid. Five days later, the patient was examined where a ¿large cyst¿ was noted inside right nostril with ¿redness and erythema, yellowish green drainage extrudate.¿ the patient was treated that day with hylenex 2 ml and asa 81 mg. Three days later, the patient was treated with keflex 500 mg bid #28. The event resolved a week later. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-26811).

Manufacturer narrative:
Corrected data: a4, a5.

Event description:
Healthcare professional (hcp) reported patient was injected in the marionette lines and chin with juvéderm voluma® xc and one month later with juvéderm® ultra xc. One month after second injection, patient experienced a pimple in one nostril, which was red and inflamed with ¿greenish-yellow discharge." The hcp stated that there was redness and erythema. They also said, ¿no fever but painful to touch.¿ the hcp treated with hylenex and prescribed keflex, valtrex, and zovirax. The day after treatment, hcp reached out to the patient, and they stated that there was ¿no more pain.¿ the patient came back into the office a few months later with no symptoms and the area looked great. Symptoms resolved. This is the same event and the same patient reported under patient identifier (b)6) ((B)(4)). This emdr is being submitted for the suspect product, juvéderm voluma® xc.

Event description:
Healthcare professional (hcp) reported patient was injected in the marionette lines and chin with juvéderm voluma® xc and one month later with juvéderm® ultra xc. One month after second injection, patient experienced a pimple in one nostril, which was red and inflamed with ¿greenish-yellow discharge." The hcp stated that there was redness and erythema. They also said, ¿no fever but painful to touch.¿ the hcp treated with hylenex and prescribed keflex, valtrex, and zovirax. The day after treatment, hcp reached out to the patient, and they stated that there was ¿no more pain.¿ the patient came back into the office a few months later with no symptoms and the area looked great. Symptoms resolved. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-15294). This emdr is being submitted for the suspect product, juvéderm voluma® xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.